Event description:
Additional information was received. It was reported on (B)(6) 2017 that the patient went into withdrawals. The following day, they went to the physician's office who used the clinician programmer and couldn't read the pump; the pump had gone to safe mode which means the patient wasn't getting a therapeutic dose. The hcp prescribed oral medications to assist with withdrawal symptoms. On (B)(6) 2017, the patient had her pump removed surgically and before this, the manufacturer representative was unable to get any history when attempting to read the pump and told the patient they had never seen anything like this before. Post-replacement, the patient started at dilaudid [10 mg/ml] at a rate of 1 mg/day and they started feeling better. On (B)(6) 2017, the dose was increased to 2 mg/day and then to 2.505 mg/day on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) regarding a patient who was receiving dilaudid [10.0 mg/ml] at a dose of 2.505 mg/day via an implantable pump for non-malignant pain and failed back syndrome ¿ other. It was reported on (B)(6) 2017 that there was a beeping alarm sound going off that sounded like a car alarm that was heard twice on (B)(6) 2017. It was noted that the patient got a pump refill on (B)(6) 2017 and that the patient thought she had a stomach virus and that her stomach ¿hurt bad¿ all weekend and the patient did not touch her bolus personal therapy manager (ptm) machine at all. On (B)(6) 2017 the patient was able to get a bolus in the morning and the ptm showed the refill date was (B)(6) 2017. The patient was home and did ¿some stuff around the house¿ and took a nap and when she got up she went to give herself a bolus at 02:00 p.m. And noticed the (B)(6) battery was dead. The patient then changed the (B)(6) batteries and went to use the ptm and saw it had an alarm bell with refill date ¿03-jan-00¿ and the ptm error code 8474 which occurred at 15:11. It was noted that the patient had never dealt with ¿this¿ and was ¿freaking out about going through withdrawals,¿ per the consumer. It was reviewed that this was a pump reset error and that the flow rate was at the minimum rate mode and the patient wasn't getting the therapeutic rate. On (B)(6) 2017 an hcp reported a critical alarm was occurring that the patient started hearing the day before and confirmed by telemetry to be low battery reset, reset, and safe state. The pump status was checked and showed multiple resets, low battery resets, and safe state in the log starting on (B)(6) 2017. No symptoms were reported. The hcp reported the dose was 2.5 mg/day. Additional information was received from an hcp via a manufacturer¿s representative on (B)(6) 2017. It was again reported that the patient¿s pump began alarming. It was also reported that the patient¿s pain returned and that the patient reported experiencing symptoms of withdrawal. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The pump was read by the managing hcp as troubleshooting, which found the pump was in safe mode. The pump was replaced as surgical intervention taken to resolve the issue. It was reported in this report that the dose of the dilaudid was 2.6 mg/day. It was indicated that at the time of the report the patient status was ¿alive ¿ no injury¿ and that the issue was resolved. It was noted that the representative had no other information and would have no further follow-up with this patient and that they would return the explanted pump as soon as possible.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump identified a low battery reset had occurred but could not determine the cause. Analysis identified a power-on reset had occurred but could not determine the cause. As received the reservoir was empty. Only a partial pump memory log was obtained when the telemetry was lost and could no longer interrogate or program the pump. The lab technician took a listening device and the motor was not running and no alarming was heard. No alarm testing or motor function testing could be performed. Reservoir was bleached. Destructive analysis was started and after the top shield was removed the lab tech interrogated the pump, read the pump memory and obtained a printout. Low battery resets and a por a was seen in the log data. Current drain was tested just before the battery resistance was tested. The current drain was within specs. Motor wire feedthrough resistance checks all passed. Battery resistance read 284 ohms. Considering this passing resistance, the pump received full destructive analysis to confirm if any other fluid, electromechanical migration (ecm), or corrosion related anomaly resulting in a short could be found, none was found. Knowing the tendency for the high resistance anomaly to ¿come and go¿ in a suspected battery along with further analysis not showing any other severe anomaly, the reset that occurred in the field and during analysis is consistent with a high resistance battery, but because rpa does not have a test that definitively failed, rpa coded this analysis as undetermined cause for the low battery resets. The hybrid was sent for further testing, further testing found no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.